Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the customer "could not insert the cutter into the attachment". The event occurred during surgery. There were no injuries reported. There was no additional info provided.